Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this atrial lead was explanted and replaced due to dislodgement, failure to pace, and undersensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Furthermore, a bend in the distal part of the lead and a deformation of the fixation helix were found. It is reasonable to assume that these damages occurred due to mechanical forces, applied during the surgery. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.